Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 48 mg/dl and high blood glucose. The customer was unknown of symptoms. The customer treated by with food and glucose tablets and emergency medical service dispatched for low and with pump for high. Customer's blood glucose value was 48 mg/dl at the time of the incident. Customer's current blood glucose value was unknown. Troubleshooting was performed. The customer was in emergency medical service dispatched and was hospitalized on (B)(6) at 5:40 am. The blood glucose value when admitted to hospital was unknown. The customer complained about hypoglycemia. The customer cause of hospitalization per healthcare professional's was hypoglycemia and hyperglycemia event lead to hospitalization. Customer wearing the pump at time of hospitalization. Customer high blood glucose at time of incident was 500 mg/dl and current blood glucose unknown. The product was not returned for analysis.